Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee surgery, it was observed that the battery reamer device would not run in forward but would run in reverse while in the lock position. It was reported that there was no delay to the surgical procedure and spare device was available for use. It was reported that the surgery was completed successfully without further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit would not run in forward, but only ran in reverse while in locked position. Therefore, the reported condition was confirmed. It was also noted that the device had an unknown liquid found inside of the unit and internal components were corroded. The assignable root cause was determined to be due to failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.